Event description:
The customer contact reported the catheter separated from the hub; subsequently, blood loss was noted. The customer contact reported that while the nurse was inserting the catheter, the catheter separated from the hub. It was reported that blood loss was noted; however, the amount of blood loss was unspecified. The nurse removed the catheter. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not completed.